Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experience pains at the implant site. However, the day of the call within the last hour or so the patient indicated that "something's gone haywire" because the patient was experiencing pain in their hip when walking, thus the patient had to walk hunched over. The patient tried lowering amplitude from 2.2 to 2.0, but indicated that the reduced stimulation did not help much. During the call stimulation was checked and was confirmed to be set to 2.0 on program 3. Stimulation was turned off during troubleshooting and the patient indicated that the pain was much better after stimulation was turned off. The patient reported that they had fallen backwards 2 or 3 days ago and was thus advised to follow-up with their healthcare provider (hcp) to have the system checked. The issue was reported to have been sudden in onset and patient status is unknown at the time of this report. There were no further complication reported or anticipated.